Event description:
It was reported that multiple episodes of non-sustained lead noise and episodes of non-sustained ventricular tachycardia due to lead noise were observed via remote transmission, . High, out of range, pacing lead impedance was also noted. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.